Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 140-150 mg/dl. Tandem technical support (cts) discovered fiasp was used within the cartridge. Cts educated the customer on cartridge/insulin labeling. Reportedly, customer change pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.